Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had mold occur near the water filter. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 impact code of the initial report from f1007 to f27. Additional information: h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was confirmed. The event is detectable by handling the product in accordance with the following IFU: installation manual 4.1 installation conditions. Based on the results of the investigation, and since the device malfunction was not returned, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint presumed from the investigation results, that mold was generated due to moist air rising from the uncovered drain located beneath the reprocessor installation and the high-temperature, high-humidity environment created by the heat generated during operation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.